Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing resulting in inappropriate mode switching. Reprogramming options were discussed by technical services (ts). No adverse patient effects were reported. This device remains in service.